Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a sparc sling system was implanted, the date of implant was not provided. Information received indicates that on (B)(6) 2005 "rectal damage/tear" was noted.